Event description:
According to the hosp: the device was implanted in 1996. Six months post-operatively, the sling eroded and became infected. The pt was then diagnosed with vaginal wound dehiscence with exposed sling and rejection. The device was then explanted. Incident was reported to boston scientific on august 23, 2002. The incident appears, at this time, to be directly related to a user-manufactured device in which a vaginal sling, not manufactured by boston scientific, was fabricated by the surgeon from various components, of which, one was ostensibly a boston scientific [meadox] sealed device (used off label), the exact type is unk to the co.